Event description:
A home patient's son contacted baxter's technical service center regarding a check patient line error message that appeared on the display of their homechoice machine during the initial drain of their automated peritoneal dialysis therapy. The home patient's son stated that he replaced the patient line extension then received a 2240 error. Baxter's technical service center assisted the home patient in clearing the alarms. The patient was told to start over with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's son. No additional details were available.